Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator gave a 76 error code. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The fse reported that the hospital did not the repairs to our company. The hospital refused service. It is unknown if any parts or repairs have been conducted.